Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 35-40 mg/dl due to the basal pump setting has been increased by the healthcare provider the day before. Customer's parent administered a glucagon injection. Customer applied glucose gel to gumline and was transported to the emergency room (ER). Bg elevated to 40-50 mg/dl. Blood work was performed and vital signs were taken. ER physician adjusted pump basal setting. After a few hours, bg was approximately 258 mg/dl. Customer left the ER feeling better.